Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Phone: (B)(6). (B)(4). The event of "capsular contracture baker grade IV," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV, pain, breast changes, nodule, fever".

Event description:
Healthcare provider reported "capsular contracture baker grade IV, pain, breast changes, nodule, fever and needs urgently to remove the prosthesis." This is for the right side. Device has been explanted. Provider later reported "oval nodule" and "slight undulations in the contour".